Manufacturer narrative:
No conclusion code available; final analysis found burnt marks on the circuit board which resulted in the device power anomaly.

Event description:
It was reported that the merlin.net transmitter was damaged due to lightning. The device was returned and exchanged.